Event description:
Caller states that tests were performed on hospital device resulting in readings of 29mg/dl, 64 mg/dl and 134mg/dl. These tests were reportedly done within minutes of each other. The patient reportedly had a lab drawn approximately 10 minutes later that resulted in a reading of 142mg/dl. Health care provider reportedly did not dose strip properly for device results. No treatment was received, caller reports. Controls were reportedly used and within acceptable limits. Requested return of suspect device and replacement was sent.